Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling multiple cartridges during the load sequence. There was no adverse impact to customer's blood glucose level. Customer reverted to manual injections to resume insulin delivery.